Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of morphine, at an unspecified rate, with a volume to be infused of 33.9ml, a container size of 100ml, and the delivery was started. No further programming parameters were provided. In 2008 at an unspecified time, it was noted that the solution container of morphine was empty. The device was removed from clinical svc. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted.